Event description:
It was reported that stent damage occurred. A 32x2.75mm promus premier drug eluting stent was selected for use. However, during preparation, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts on the mid-section lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32x2.75mm promus premier drug eluting stent was selected for use. However, during preparation, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.